Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 89136 he incident lot was observed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes were deformed, no report of medical interventions or serious injury.